Manufacturer narrative:
The device was not returned for evaluation. Therefore, we're unable to conclusively determine the root cause of the reported incident. The safety balloon is intended to inflate when excess pressure is applied to the internal carotid balloon to reduce the possibility of injury by over-inflation. It is possible the balloon was over inflated or inflated too rapidly and resulted in the safety balloon inflating instead of the internal carotid balloon. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the pruitt f3 shunt internal balloon became dislodged, and the safety balloon inflated before internal balloon. The surgeon also reported internal balloon was not inflated when the internal end of the shunt popped out of the ica during a carotid endaterectomy procedure. The shunt was removed to resolve the issue. No injury was reported to the patient.